Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the foreign material: the source of the foreign material was unable to be identified. There was insufficient information provided by the customer to determine if the device was processed in accordance with the instructions for use (IFU). The IFU addresses this failure: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning: inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function (a) inspection of the water feeding function cover the spray valve hole with your finger. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B) inspection of the spray function: cover the spray valve hole with your finger. Depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Additional information was unable to be obtained regarding this event. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Social medical corporation kahoku medical foundation kahoku medical examination clinic the device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The bending angle was insufficient due to the elongation of the angle wire. In addition to the findings already reported , the device evaluation also found scratches throughout the device, there was a snag on the forceps channel, there were wrinkles in the insertion tube, the bending section cover adhesive was missing and the suction cylinder was scraped. Watertightness was not maintained due scratches on the scope connector and there was discoloration and damage to the control body. Additional information was requested regarding this event. The investigation is ongoing. Once the investigation has been completed or if additional information becomes available, this report will be supplemented.

Event description:
An olympus representative reported to olympus, the angle on the evis lucera elite gastrointestinal videoscope was found to be insufficient. There were no reports of patient harm associated with this event. During inspection of testing of the returned device, debris was found in the air/water nozzle, which had been attributed to insufficient cleaning. Additional information was obtained from the reporter regarding cleaning practices onsite for the device. Prior to sending in the device to olympus, the customer cleaned, disinfected and sterilized the device. The customer was reportedly unaware of when the material adhered to the device or if the device had been used on a patient while the debris was present. There was no delay in the start of the precleaning and there were no abnormalities in the accessories used for reprocessing. The scope was immersed in the detergent solution, the air/water nozzle was flushed with water, air and detergent. The customer wiped the nozzle with clean lint free cloths, brushes or sponges. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.